Event description:
Patient was revised due to fracture of the patella poly and one of the meniscal bearings. Intraoperatively found poly wear of both components. It was reported that the patient fell recently.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.